Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the right master tool manipulator on the second surgeon side console (ssc) faulted. The customer converted to another da vinci system to complete the procedure. There was no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The reporter indicated that the surgeon console failed to engage but did not have a fault. It was unknown if the system functionality was checked upon powering on the system. The customer could not confirm if the system initially powered on without any errors. The technical support was called to troubleshoot but it was unknown if the troubleshooting steps was completed. The staff continued the procedure using the second ssc to complete the procedure.

Manufacturer narrative:
An intuitive field service engineer (fse) is scheduled to follow up with the site. Additional information is being gathered to determine the contribution of the device to the customer reported issue.